Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during delta shaped anastomosis on a laparoscopic assisted distal gastrectomy, at the time of entry hole closure, the surgeon fired the device at the sixth firing, and no staple was found to be stapled at the tip. Additional resection was performed on the same site. The procedure was completed with another device.